Event description:
It was reported by the ventricle assist device (vad) coordinator that a device was "power switching". The batteries were changed. There was no reported consequence or impact to the patient related to this event. No additional information is provided.

Manufacturer narrative:
This complaint, MFR # 3007042319-2015-01376, was entered as a duplicate from MFR # 3007042319-2014-01388. No additional information will be forthcoming.

Manufacturer narrative:
(B)(4): the returned battery passed visual inspection but failed functional testing. The battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold. While the exact cause of the reported event cannot be conclusively determined, functional test results indicate that the battery in question had a cell pair not performing to its required specifications. Heartware has initiated an internal investigation to further evaluate this issue. (B)(4): the returned batteries passed external visual inspection and functional testing. These batteries were able to communicate with a test-bed setup, giving no indication of damage. Log files available at the time of this analysis show there were several premature battery switching events. However, the controller in use was running an older version firmware which does not have the capability to record the serial number of the batteries connected to its ports. Because of this, there is no enough evidence to identify the batteries that were connected to the controller at the time of the event. (Serial number: (B)(4), manufacturing date: 2014-05 received 01/07/2015), (serial number: (B)(4), manufacturing date: 2014-07 received 01/07/2015),

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The batteries are going to be returned to the manufacturer for evaluation. Device remains implanted.